Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the pt on the bed. Per the hill-rom user manual (usr116 dec-2009) page 21: zero the bed exit alarm system; the bed exit alarm system must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the zeroed the scale while the pt was not in the bed to resolve the issue. Based on this info no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit will not set. The bed was located in (B)(6) at the account. There was no pt/user injury reported. (B)(4).